Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jan/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the returned device noted white particles on the inner and outer surface of the device. There is delamination of the diapherm flange disk assessed as cohesive failure. Micro analysis was performed on the returned device and results note the following: a sharp curved opening was found at the valve seat of the diaphragm valve assessed as an unidentified (tear) opening and delamination was noted at the diapherm flange disk assessed as adhesive failure. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Healthcare professional reported right side deflation. Patient representative reports patient expressed ¿dissatisfaction with the results¿ and concern that one of their breasts "was larger than the other." A photograph was taken and it demonstrated ¿apparent overfilled implants.¿ another photograph was taken and it demonstrated ¿overfilling of the implants with breast asymmetry.¿ patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and [patient] will suffer them in the future." Device has been explanted. This report is for the right side. See MFR #9617229-2017-02246 for the left side.